Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), thresholds were poor. When attempted to be recaptured, the delivery system and the leadless ipg axis did not match resulting in recapturing difficulties. Eventually recapture was successful. When attempted for second deployment, the tines were observed to be entangled with tissue and the leadless ipg got caught on the tricuspid valve tissue. The tissue was removed from the leadless ipg outside the body and third attempt was carried out. The tether could not be removed when the leadless ipg was placed. The delivery system was flushed several times with no improvement. Tether entanglement was the suspected cause as a result of multiple attempts to align the axis while recapturing. Both the leadless ipg and delivery system were attempted, not used, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), thresholds were poor. When attempted to be recapture, the delivery system and the leadless ipg axis did not match resulting in recapturing difficulties. Eventually recapture was performed and when attempted for second deployment, the tines was observed to be entangled with tissue during second deployment. It was observed that the micra got caught on the tricuspid valve tissue. The tissue was removed from the device outside the body and third attempt was carried out. The tether could not be removed when the micra was placed. Tether was flushed several times with no improvement. Tether entanglement was the suspected cause as a result of multiple attempts to align the axis while recapturing. Both the leadless ipg and delivery system were attempted not used and replaced. No patient complications have been reported as a result of this event.